Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, post-aquablation therapy, and while the patient was in the post-anesthesia care unit (pacu), it was observed that the catheter was red, prompting the treating surgeon to return the patient to the operating room for additional cauterization. During the procedure, the treating surgeon identified a perforation in the bladder. The treating surgeon indicated that, based on the location of the perforation in relation to the planned waterjet angles, it is not believed that the aquablation device caused the injury. The treating surgeon suggested that the perforation may have occurred during post-operative clot irrigation in the pacu or on the hospital floor. Additional follow-up information was received on 01-may-2025, confirming that the perforation was successfully sutured and that the patient is doing well. The treating surgeon reiterated that the waterjet did not contribute to the bladder perforation. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. Bleeding. 8.20 sterile: caution: throughout the entire procedure, at the treating physician¿s discretion, bladder over-distention should be monitored at all times. If over-distention occurs, aspirate using the foot pedal. Section 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the bladder was perforated, which the treating surgeon attributed to irrigating out clots during pacu. The bladder was repaired, and the patient is reported to be doing well. The aquabeam robotic system's IFU lists bladder perforation and bleeding as potential risks of aquablation therapy and provides adequate instructions on how to achieve appropriate hemostasis. Based on the information obtained through the treating surgeon, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.